Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump rate over infused. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump rate over infused. No additional information is available.